Event description:
It was reported by medwatch at 0600 registered nurse getting am labs out of left arm sl PICC. Registered nurse flushing red lumen met resistance due to patient bending arm, then registered nurse felt line break with the flush and PICC started leaking blood at the site. Registered nurse applied pressure at the site. Registered nurse called IV team, and applied pressure dressing. IV team at bedside at @0630. It seems like it broke spontaneous during routing flushing with an appropriately sized syringe. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.